Event description:
The handheld computer was received with an ac adapter, serial cable, v8.0 flashcard, and with the main battery depleted. The back-up battery was removed. The back-up battery voltage with no load measured 455mv (nominal 3v).this is an indication that the back-up battery has been depleted. The handheld device was powered using the returned ac power supply adapter with no observed anomalies. Performed the initial setup process with no observed anomalies. The back-up battery indicator read 0%. This is expected because the back-up battery will discharge if the unit is not supported by an external power source or by main battery power. A known good back-up battery was substituted into the handheld and the battery indicator read 100%. This is evidence that the handheld battery indicator is operating properly. The known good battery was removed, and the original battery was re-installed into the handheld. The handheld's main battery was fully recharged successfully using a power supply adapter. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications

Event description:
A vns programming physicians office reported that they had an issue with their handheld computer. It was reported that the handheld computer works fine and interrogates all patients that it is used on but only when it is plugged into the ac outlet. The device was no longer able to hold a charge and powers off when it is unplugged from the wall. All cables and ac power adapter were intact and in good working condition. The physician had already tried to plug the handheld into different ac outlets in case the issue may be related to the outlet itself. No patients were affected by this as the physician has a back up programming system, and this handheld computer works fine when plugged into the wall per the physician. Good faith attempts are underway to have the handheld returned for analysis.